Event description:
The initial reporter received a questionable elecsys tacrolimus assay result from one patient sample tested on the cobas e 411 rack. The initial result was not reported outside of the laboratory. The reporter stated that they have an ongoing issue with the assay on the analyzer which prompted the rerun of the patient sample. The patient sample was rerun on both lines of their other e 411. The initial result from the analyzer was 24 ng/ml. The repeat result from both lines of the other analyzer was 12 ng/ml. The repeat result was deemed correct.  The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The customer stated that the calibration and qc were within specifications. The alarm trace did not indicate any issues. The field service engineer replaced the measuring cells, mixer motor, mixer paddle, syringe seals, and probe seals. He verified the analyzer's performance by mechanical checks and a high voltage adjustment black cell calibration with successful results. The customer performed calibration and qc with successful results.  After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.